Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_cath, serial# unknown, explanted: (B)(6) 2017 product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for pump use was not reported. The hcp reported that the patient was having their catheter removed on (B)(6) 2017 as the patient has a possible csf (cerebral spinal fluid) leak. There were no reported environmental, external or patient factors that may have caused or contributed to the issue. There were no reported diagnostics and/or troubleshooting performed and no reported actions or interventions were taken to resolve the issue. The issue was not resolved at the time of the report. The patient status was noted as "alive - no injury". Additional information was received and it was reported that patient¿s pump had been previously explanted. A portion of the spinal catheter was still implanted, the serial number was unknown. This portion was explanted and discarded. The physician repaired the area where the catheter was removed. No further complications have been reported as a result of this event.